Manufacturer narrative:
Per the instructions for use (IFU), permanent or transient neurological events including stroke are potential adverse events associated with the tavr procedure and the use of the edwards thv devices. According to the literature review, as documented and written by edwards in a clinical technical summary, stroke is recognized in the literature as a well-known complication in a small number of patients undergoing tavr. Risk factors correlating with a number of patient co-morbidities have been identified. Although in many cases the root cause of the event is unable to be determined, strokes during tavr are undoubtedly multifactorial, the dominant etiology likely being intra-procedure embolic events. A transcranial doppler study during tavr demonstrated that the majority of procedural embolic events occurred during balloon valvuloplasty, manipulation of catheters across the aortic valve, and valve implantation. An analysis in patients undergoing valve surgery revealed four baseline characteristics and two procedural events that were associated with early post-procedure stroke: female sex, ef < 30%, diabetes, age older than 70 years, bypass procedure time> 120 min, and calcification of the ascending aorta. Predictors of late stroke have included female sex, age older than 75 years, atrial fibrillation, and a history of or current smoking. There were no important differences in the frequency of late strokes between tavr and avr patients. After tavr, there appears to be a more significant proportion of early strokes occurring < 24 h post-procedure, but tavr patients with multiple co-morbidities are probably at higher risk of both early and late strokes. Per the instructions for use (IFU), conduction system defects (heart block) which may require a permanent pacemaker are potential adverse events associated with balloon aortic valvuloplasty, deployment of the prosthetic valve, and the overall tavr procedure. According to the valve academic research consortium (varc) guidelines, the close anatomical relationship between the aortic valve complex and the branching atrioventricular bundle may provide an explanation for these complications of the tavr procedure. According to the literature review, and as documented in a clinical technical summary, atrioventricular conduction disturbances after tavr are associated with many patient related and procedural related factors, including pre-operative co-morbid status, the degree and bulkiness of aortic valve and annular calcification, inter-ventricular septal thickness, pre-existing electrocardiogram abnormalities, the depth of prosthesis implantation, and the profile of the implanted prosthesis. Unlike conventional avr, where there may be localized trauma due to decalcification of the annulus and/or suture placement in the proximity of the av node or the bundles, tavr may cause conduction abnormalities through mechanical impingement of the conduction system by the prosthesis. The mechanisms of the development of heart block after tavr are well documented and described in the literature. It is also documented that pre-existing heart block is common in patients undergoing tavr or surgical avr and another 4-6 % will develop postoperative heart block, potentially requiring a permanent pacemaker. Per the instructions for use (IFU), valve embolization is a known potential complication associated with the transcatheter aortic valve replacement (tavr) procedure. There are multiple patient and procedural factors that alone or in combination can cause or contribute to ventricular embolization, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve/delivery system, a narrow, calcified sinotubular junction, minimally or bulky/severely calcified aortic leaflets, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. The thv training manuals instruct the operator on proper positioning and deployment of the valve, including procedural and anatomical considerations. Physicians are extensively trained by edwards before they are qualified to use the sapien thv. Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals, and proctored procedures. The correct alignments and positioning of the device at the point of deployment are emphasized as key factors to the placement and fixation of the device. Operators are also instructed to use fluoroscopy as the primary method of visualization for positioning and deployment. In patients with high-risk anatomical features for ventricular embolization (i.e. Small, calcified stj, minimal leaflet calcification), bav may provide an indication of potential balloon movement during valve deployment. In this case, the cause for the heart block and stroke is related to the mechanism described above. The cause of the valve embolization and patient death cannot be determined; however, may be related to patient and procedural factors not provided (e.g. Lack of native annular calcification, improper valve size, valve deployed too low). There was no allegation or indication a device malfunction contributed to this adverse event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
As reported through a phone call from the patient's family member, post-implant of a 29mm sapien 3 valve the patient experienced a small stroke. A few hours later, the sapien 3 valve embolized into the ventricle and then flipped around back into the aortic position. CPR was initiated and the patient had no heart function and subsequently, the patient expired. Medical records were obtained. The patient had an elective tavr in the aortic position vis transfemoral approach. The valve was deployed without issues and after post-dilation had no pvl. A heart block was seen on EKG and a temporary pacer was placed via right ij. Upon waking from sedation, the patient was noted to have a 'small stroke.' The night of the tavr, the patient was unresponsive requiring re-intubation and crp (via lucas device). The patient was transferred to the cath lab. Angio showed patent coronaries with no cardiac output and flow was markedly diminished. The echo also discovered the valve was embolized and was located in the lvot. The patient was on pressor support and had CPR with lucas device for greater than 2 hours. Blood gas showed 'severe acidosis, hypoxia, and hypercarbia'. The team stops the resuscitation measure and the patient was pronounced expired.